Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device was in good condition with no appearance of any physical damaged. The pump event history showed a force sensor test error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during power up process, check and test force sensor. Force sensor test error was found at power up process and unable to calibrate the force sensor at high standard. The cause was due to a combination of broken screw boss on left plunger case and plunger cable. The root cause of the reported issue is unable to be determined. The technician replaced the left plunger case and plunger cable. Performed power up process and all functional testing which passed.

Event description:
It was reported that unit not reading the plunger error message was observed. No patient injury was reported.